Manufacturer narrative:
Scheduled procedure was a laparoscopy; however, after instrument was removed procedure continued as a laparatomy. The jaw insert 8393024 from the lot m521950 was produced in 2001 and has significant traces of usage. The rivet (dimensions 1,45mm length diameter 1mm) has become loose and hole in the rivet was oval shaped. In addition, sheath tube insulated 5mm type no 8393911 was strongly bent due to mechanical overload. The scissor blades are damaged and are re-sharpened. The inspection revealed that the instrument was subjected to an extraordinary high mechanical load. The scissor blades were re-sharpened although there is no release for this by richard wolf. Re-sharpen is not allowed according the instruction for use. In our view, this re-sharpening can cause a damage of the rivet joint. In our view this re-sharpening can cause a damage of the rivet joint. We have reviewed the instruction for use and find following instructions and notes for the user to detect and prevent the error. Within the instruction for use (ga-s 026) is described in chapter 6.7 additional instructions for use: excessive force can lead to breakage of or damage to the products. Due to the small dimensions required, the products have only limited strength. Use these instruments only to grasp and ablate small portions of tissue of the kinds defined in chapter 1 (intended use: the modular/semimodular forceps and scissors are used for endoscopically controlled grasping, manipulating and cutting as well as dissection and biopsy of soft tissue/organs). The modular scissors can also be used for cutting suture material. Minor bleeding can be coagulated with unipolar hf current using the products marked correspondingly). Immediately after use, check the instruments for damage and for parts which may have broken off. Ensure that these parts do not remain in the patient. The deficiency can be detected by the user in visual and functional inspection before and after use. In the instruction for use in capture 7.1 visual check is described: check instruments and accessories for damage, sharp edges and rough surfaces. Check jaw inserts for defective cutting edges and corroded parts and replace, if necessary. Check for surface changes (e.g. Hair cracks) in the area of the hinge pin. The pin may loosen if the surface is damaged. From our point of view all noticed damages are caused by mechanical overload. There are no indications for a production or manufacturing problem. The notes in the instructions for use are described in detail. Within the framework of further product development the forceps insert 8393.024 was replaced by the successor product 8393041 in 2008. Further measures have not been scheduled. Richard wolf (B)(4) considers this matter closed. However, in the event (B)(4) receives additional information a follow-up report will be submitted. (B)(4).

Event description:
During the early stage of the procedure, it was noted that the laparoscopic scissors head was tilted at an angle after some use during the procedure. The instrument was immediately removed from the patient´s abdomen by the obstetrician and handed clear of the surgical field. Upon examination, it was apparent that one side of the scissors was loose. The instrument was replaced with another, to enable the procedure to be continued. Patient was scheduled for a laparoscopy but procedure could only continue as a laparatomy. The obstetrician subsequently ordered an abdominal x-ray for that patient, as a result of the instrument breaking during the procedure, no device parts were found.